Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the caller successfully reset it without recurrence of the malfunction. The customer was advised to continue using the pump and to call back if the issue reappears, which the caller understood.